Event description:
A distributor reported that the pump battery would not charge, requiring the user to manipulate the usb cable to achieve charging. However, this was not always successful, leading to safety concerns about using the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to charge the pump using different wall outlets and adapters without success. In response, tandem decided to replace the pump. The pump was confirmed to be under warranty, and tandem provided instructions on how to return the faulty pump. The customer agreed to use an alternate insulin delivery method in the interim, known as mdi, and acknowledged the instructions given by tandem technical support.